Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized and treated with vancomycin injection (1g, every 72 hourly) and ceftazidime injection (1g, every day) for the event. The cause of the event, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6, b7 and d10. B5: upon follow-up, it was reported that the cause of peritonitis was unknown. Antibiotic treatment was ongoing. It was reported the patient was recovering from peritonitis. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.